Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08725 inches. Device communicated properly with the guardian link 3 and the test plug. No pump or sensor communication anomaly or calibration anomaly noted. No unexpected pump exit from auto mode or turning off the auto mode feature noted during testing. All buttons function properly. No stuck button alarm noted. No damage noted on the keypad traces. During visual inspection, found the electrical board keypad connector on electrical board was properly locked. Device had a faded serial number label, faded end cap address label and a scratched case. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.